Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to low amplitude and oversensing. The patient presented to the hospital and an automatic setup was performed and it was observed that every vector failed. The s-ICD system was turned off and the patient was admitted to the hospital. The plan is an evaluation of the x-ray and discussion of next steps. At this time, this s-ICD system remains in use and no additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to low amplitude and oversensing. The patient presented to the hospital and an automatic setup was performed and it was observed that every vector failed. The s-ICD system was turned off and the patient was admitted to the hospital. The plan is an evaluation of the x-ray and discussion of next steps. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to low amplitude and oversensing. The patient presented to the hospital and an automatic setup was performed and it was observed that every vector failed. The s-ICD system was turned off and the patient was admitted to the hospital. The plan is an evaluation of the x-ray and discussion of next steps. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Explant performed.